Manufacturer narrative:
D6b: added explant date h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation investigation summary (infection/fever/thrombosis): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.

Manufacturer narrative:
Corrected data. D6b was not updated in the last report. D6b now updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an initial impella cp implant was performed for acute myocardial infarction and cardiogenic shock following an out-of-hospital cardiac arrest. The patient has a history of drug use and is on systemic heparin with partial thromboplastin times of 178.2, 30.5, and 75.1. The patient is also receiving aspirin and plavix daily. The device was later escalated to an impella 5.5, and the patient was placed on lovenox twice daily. An echocardiogram revealed an apical thrombus. There are no alarms or flow issues with the impella device. The patient was placed on eliquis and began experiencing a low-grade fever of 99 to 100 degrees fahrenheit. A bronchoscopy was performed, and cultures were sent; influenza and covid tests were negative. The patient is on antibiotics while awaiting culture results, and the physician suspects a respiratory infection. The impella insertion site is clean, dry, and intact with no issues noted, and the impella pump remains in place for ongoing support.